Event description:
Before she could leave the office, the pain began to develop/she initially limped in office, but soon required a wheelchair since pain intensity rapidly increased [limping] before she could leave the office, the pain began to develop/she initially limped in office, but soon required a wheelchair since pain intensity rapidly increased [injection site joint pain]. Case narrative: initial information was received on (B)(6) 2020 regarding an unsolicited valid serious case from a physician via health authorities of united states under reference number mw5097913. This case involves an unknown age female patient who received medical device hylan g-f 20, sodium hyaluronate (synvisc one) and before she could leave the office, the pain began to develop/she initially limped in office, but soon required a wheelchair since pain intensity rapidly increased (injection site joint pain and gait disturbance). The patient's past medical history, medical treatment(s), vaccination(s), family history and concomitant medications were not provided. On (B)(6) 2014, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection via intra-articular route (dose, frequency, indication and lot: unknown). Information on batch number was requested. Reportedly, synvisc one was injected into joint, no aspiration was done, lidocaine was not used, and injection was unremarkable. On same day, after the injection, before she could leave the office, the pain began to develop (injection site joint pain). She initially limped in office, but soon required a wheelchair since pain intensity rapidly increased (gait disturbance; latency: same day). These events were leading to disability. Final diagnosis was before she could leave the office, the pain began to develop/she initially limped in office, but soon required a wheelchair since pain intensity rapidly increased. Action taken: not applicable for injection site joint pain and gait disturbance. Corrective treatment: wheelchair for injection site joint pain and gait disturbance. The patient outcome is reported as unknown for injection site joint pain and gait disturbance. A product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Sanofi global pharmacovigilance and epidemiology would continuously monitor adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor if a CAPA was required. Investigation complete date: (B)(6) 2020 . Additional information was received on (B)(6) 2020 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly.